Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly. The insulin pump received with broken battery cap. The insulin pump was unable to verify failed battery test alarm, battery out limit alarm, battery error alarm, low battery alarm, weak battery alarm, off no power alarm due to blank display. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's parent called and reported the insulin pump would not turn on. It was stated that when a new battery was input, they heard something pop and received a battery error. The customer's parent had difficulty turning on the insulin pump, but it came on for about 8 hours. Weak battery and failed battery test alarms were received. The customer's blood glucose as 247 mg/dl. There was no reported damage or corrosion, and the insulin pump was not bumped, dropped, or exposed to moisture. There was not a new battery available with which to test the device. It was advised that the customer revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed upon to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.